Event description:
Reported as a port infection, port extrusion and band erosion. Initial description: "infected port noted a few months ago and treated with oral antibiotics. The patient then started getting symptoms of night cough, reflux early morning. An endoscopy was performed and a band erosion was noted a few weeks ago. The patient called the surgeon as the port had worked its way to the surface of her abdomen and was hanging out. The patient was admitted to the hospital and had the (complete) lap-band system removed."

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned to allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Erosion, infection, extrusion, reflux and cough are surgical/physiological complications, and an analysis of the device generally does not assist allergan is determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."